Event description:
Sales rep. Reported that customer is having leaking problems with gravity blood sets. Materials manager stated that the nurse reported that the gravity blood set leaked at the filter connection during use. There was no pt or user harm reported and no medical intervention was required. Customer stated no further pt information was available.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.